Event description:
Outer sheath of broviac line was damaged. The inner and outer sheath were separated, allowing fluid to move from the inner sheath to the interstitial space between sheaths. Thus causing a bubble in the outer sheath, and eventually breaks the line. This requires the line to be repaired (if possible) or replaced. Which poses an increased risk of infection to patient.